Event description:
It was reported that a flogard infusion pump experienced the f-49 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician.¿a review of the alarm log identified an occurrence of the f-49, confirming the reported condition. The cause of the f-49 alarm was determined to be a damaged battery. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.